Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) and the remote network stations (rns) were in comm loss with the devices they were monitoring. Also, due to this, patient data was not going to the emr. Restarting the network switch resolved the issue. No patient harm or injury was reported. Investigation summary: the customer stated a new netkonnect server had been installed. During the installation of the new monitoring system, comm loss spread from the server to the emr. This second issue is addressed in ticket (B)(4). The bme performed troubleshooting as the issue was identified as a network issue related to the new install. The customer's network environment was identified as the root cause of the reported issue. The onsite bme identified the issue during the install of the new netkonnect server. During troubleshooting actions, the bme identified the network switches needed to be rebooted to resolve the issue. Additional information: b4 date of this report. D8 was this device serviced by a third party? G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H6 event problem and evaluation codes. H10 additional manufacturer narrative.

Event description:
The biomedical engineer reported that the central nurse's station (cns) and the remote network stations (rns) are in communication loss with devices being monitored. Also, due to this patient data was not going to the emr as well. Restarting the network switch resolved the issue. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) and the remote network stations (rns) are in communication loss with devices being monitored. Also, due to this patient data was not going to the emr as well. Restarting the network switch resolved the issue. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: brand name, model number, catalog number, serial number, UDI number, age of the device, PMA / 510k number, device manufacture date. Additional model information: concomitant medical device information: the following devices were used in conjunction with the cns. Remote network station: model: rns-9703-242, sn: (B)(4).

Event description:
The biomedical engineer reported that the central nurse's station (cns) and the remote network stations (rns) are in communication loss with devices being monitored. Also, due to this patient data was not going to the emr as well. Restarting the network switch resolved the issue. No patient harm was reported.